Manufacturer narrative:
Ge field engineer (fe) found a faulty interface board that resulted in a logic issue with the foot pedals, preventing the locks from engaging. The fe replaced the board and verified that the table was working according to specifications.

Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longtitudinal directions without resistance (free float). The issue was discovered while position a patient for an exam. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.